Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that on friday they fell and broke their right wrist and then went to the hospital. The patient mentioned that they fell on and broke their right hand. They had 7 screws and a plate placed in their hand. They also landed the wrong way on their left side. The patient says that they have been going to the bathroom 3-4 times a night, and says this is not normal for them. They said they made an adjustment on saturday, but haven't noticed any improvement in bladder symptoms. The patient said they are urinating more than they should be. Reviewed therapy information and general programming guidance. The patient said that may need to charge the handset and when tried turning on confirmed that needs to be charged. Troubleshooting was unable to be performed as the handset was not charged during the call. The patient will charge handset and will ask their daughter for assistance when they return from work as they can't use their right hand due to the injury. Patient services reviewed that p atient can make an adjustment after charges the handset and then monitor symptoms. The patient was redirected to contact their healthcare provided if symptoms don't improve and schedule an appointment to have internal device checked.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.